Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, a short portion of the sensor wire was stuck to the adhesive patch. Patient stated that they did not see any portion of the wire stuck to their skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.